Manufacturer narrative:
Investigation/testing summary: an attempt to replicate the reported issue using the carelink connect app with a test account in production was successful. It was determined that this issue was due to a bug related to migrating to the ascend cloud, affecting newly linked carepartners. This bug prevents newly linked care partners from being updated in cumulus. Upon investigation with the software engineering team, a temporary workaround was deployed. The workaround involves manually updating all cp links in the preferences table within cumulus. The software did not adhere to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_n. (Most likely) root cause: the carelink cumulus runops runs a job that pulls all newly created cp linkages and updates the preference table in cumulus, resolving the issue of data not being received by the associated carepartners. Analysis summary: the issue has been identified, and a workaround has been provided to resolve it. A permanent fix is scheduled for a future release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unable to upload/download, no communication other device to software. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was partially performed issue not resolved. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. No product return is required for mmt-6101.